Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant info.

Event description:
It was reported that during predilatation of the right superficial femoral artery, the 2.0 x 60 mm fox sv balloon ruptured during the first inflation at 12 atmospheres (atm) for about 30 seconds. It was noted as a pinhole rupture; however, no location was provided. The balloon was changed to a same size of non-abbott balloon catheter and the procedure was completed. There was no reported pt effect. No additional info was provided.